Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump exhibited a malfunction in which the display repeatedly flashed on and off without responding, persisting even while on a charging pad, and the device was replaced; the user reported elevated blood glucose during the event and reverted to manual injections. Symptoms included hyperglycemia without additional clinical symptoms. Outcomes included transient disruption of therapy that required back-up insulin administration, without medical intervention or hospitalization. Investigation included review of user reports and video evidence, and device replacement with instructions for return and data synchronization. Investigation of this device revealed a hardware malfunction involving the user interface/display assembly consistent with fluid ingress or corrosion, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was component failure due to environmental or wear-related damage.